Event description:
A (B)(6) male patient's aid called zoll customer support to report that the device was generating service code 204 and a wire on the monitor's electrode belt connector was damaged. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector, service code 204) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. Pins 1-5 of the belt receptacle were pinched and the j1001 connector was partially disconnected. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The patient received a replacement monitor.